Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# va19ap5, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the patient was admitted to the hospital sometime over the weekend of date notified due to having a sudden seizure in their brain. It was stated that the patient was implanted on (B)(6) 2016 and has no history of seizures. Additional information received from the rep on aug-12 stated that the patient had a CT scan to check for bleeds, and stereotactic to check lead placement. The patient was put on keppra as a result of the seizures and no other seizures have occurred. The cause of the seizures remains unknown. Indication for implant is essential tremor, parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.